Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as to date the lens remains implanted. (B)(6).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of an intraocular lens (iol) a folding mark on the optic was noticed. No patient injury reported and to date the iol remains implanted. No further information provided.

Manufacturer narrative:
Additional information was received that the marks on the lens went from 4 o'clock position to the center of the lens. Also the patient's vision was good. Visual inspection was not performed as the lens has not been returned to the manufacturer because it remains implanted. However a photo of the lens in the eye was sent and was reviewed. Based on the photo, no marks were observed, the reported folding mark was not confirmed. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the units were manufactured according to specification. No non- conformance report (ncr) associated with this production order was found. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.